Event description:
It was reported that during a dialysis graft procedure, the catheter balloon burst before reaching 15 atm on the third or fourth inflation. Resistance was noted when attempting removal through the sheath. Thirty percent of the catheter balloon was left in the pt when the catheter was removed. No pt consequence or further procedures performed.